Manufacturer narrative:
The reported events of premature battery depletion, no pacing, and an inability to interrogate were confirmed. The device was unable to establish telemetry upon receipt. The device was cut open and electrical measurements were performed, which revealed depleted device battery voltage and high current from the hybrid. A longevity calculation was performed and found the battery depletion was premature. An anomalous integrated circuit (ic) on the hybrid was found to be the cause of the high current drain and premature battery depletion. The battery depletion is consistent with not pacing and a failure to interrogate.

Event description:
It was reported that the patient experienced arrhythmia and dizziness suspected to be due to loss of pacing. Additionally, the device was unable to be interrogated. The physician suspected premature battery depletion on the device. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.